Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother reported that the transmitter was not snapped into the sensor pod when the sensor was removed. Patient's mother reported that the approximately one inch of the sensor wire was sticking out of the patient's arm upon sensor removal. No portion of the sensor wire was visible on the sensor pod. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Additionally, the dexcom g4 platinum continuous glucose monitoring system users guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported event cannot be confirmed and the root cause cannot be determined.

Manufacturer narrative:
(B)(4).